Event description:
Per complaint (B)(4), during post operative check, patient experienced loss or failure of implant to integrate and the implant was loose.

Manufacturer narrative:
Follow-up submitted to report device evaluation.